Event description:
It was reported that a spectrum pump was in use during an infusion of norepinephrine in the intensive care unit (ICU). The nurse was maxed out on norepinephrine with a 4 mg/250 ml bag and when the ¿infusion complete¿ alarm sounded the patient¿s blood pressure dropped due to the keep vein open (kvo) rate being below the rate that the patient required for therapeutic therapy. No further information is available.

Manufacturer narrative:
E1initial reporter address" (B)(6). Medical assessment indicates it is likely that device use error (the user expected the kvo (keep vein open) rate to deliver a therapeutic dose of norepinephrine) has caused or contributed to the reported event of severe hypotension. The pump is designed to infuse at the kvo rate configured per the drug in the drug library, or the current infusion rate, whichever is lower, at the completion of a primary infusion. The default kvo rate is set at 1 ml/hr but may be configured to between 0.5 and 50 ml/hr. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. Additional information for b5: additional information was received, confirming that the "concentration was 4/250. The kvo of 1 was adjusted by [the biomed] during investigation". H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.